Manufacturer narrative:
Concomitant medical products: 429888, lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died. It was noted that the cardiac resynchronization therapy defibrillator (crt-d) was suspected to have exhibited early battery depletion that may have prevented the patient from receiving appropriate therapy.